Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7240986. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for adhesive splatter.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga no ins experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 329408 batch no.: 7240986, unknown. When moving the plunger outside of vial before drawing up insulin, presses to the top the plunger and white stuff comes out of needle. The plunger rod has a rest position of 2 units. Unknown occurrence date. Found this white stuff coming out of needle on 6 other prior boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7240986. Medical device expiration date: n/a. Device manufacture date: 2017-10-26. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 0.5 ml 31ga no ins experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 329408, batch no.: 7240986, unknown. When moving the plunger outside of vial before drawing up insulin, presses to the top the plunger and white stuff comes out of needle. The plunger rod has a rest position of 2 units. Unknown occurrence date. Found this white stuff coming out of needle on 6 other prior boxes.